Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 75% stenosis and moderate tortuosity. The vessel was prepared using a non-compliant balloon on a 6french (fr) guiding catheter. The 2.75x33mm xience xpedition stent delivery system (sds) was advanced, however, got caught in the guiding catheter and was pushed and pulled but would not advance further. There was resistance with the guiding catheter during removal and the device was removed by persistent push and pull of the stent with caution. Another same size xience xpedition stent was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.